Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post-implant that current transmission indicated a possible non-capture of the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.